Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: a review of the pump black box revealed that the data from the date of the event had been overwritten. The current black box showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. During testing, current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.